Event description:
Patient was having leads revised for ICD generator that was implanted (B)(6) 2009. When the generator was re-attached to the leads and replaced, it failed to deliver appropriate defibrillation shocks during the testing of the generator at the end of the procedure. Another generator had to be implanted and tested. This patient has significant heart disease so prolonged testing of the device would have been dangerous to his welfare.